Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the right ventricular (rv) lead. An attempt was made to extract the lead, however, the extraction procedure was unsuccessful due to left subclavian stenosis. Two days later, the lead was capped and replaced. No patient complications have been reported as a result of this event.